Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: 233mg/dl, 353 mg/dl, "lo", 169mg/dl, and 315mg/dl. Customer's expected range is 130-140mg/dl. Blood test performed at the time of the call resulted in 188mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: 233mg/dl, 353mg/dl, "lo", 169mg/dl, and 315mg/dl. Customer's expected range is 130-140mg/dl. Blood test performed at the time of the call resulted in 188mg/dl. No adverse event reported.